Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
It was later reported that the lead would not seat into header.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found the connector port was out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 - (B)(4) (rep): lead could not be passed through header in implantable neurostimulator (ipg) during a stage ii implant. Lead was inserted multiple times, screw was loosened, still not able to advance lead into header. The device was never implanted. The issue resolved at the time of this report. There was no patient symptom was reported. There was no surgical intervention planned or occurred. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) was updated. Analysis found the connector port was out of alignment due to strain relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.